Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose drive support disk. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 190 mg/dl at the time of incident. The insulin pump will be returned for analysis.